Event description:
It was reported to the manufacturer that the vns patient's device showed high lead impedance but that therapy is being delivered adequately at 1.0 ma during diagnostic testing at an office visit. X-rays were taken and sent to the manufacturer for review. Review of the x-ray views of the device did not reveal any anomalies that could be contributing to the reported event. Follow-up revealed that the patient had been in a car accident of moderate impact but it is unknown if this directly contributed to the reported event. Good faith attempts to obtain additional information regarding the reported event have been unsuccessful to date.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Results code: x-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Conclusions: device failure is suspected, but did not cause or contribute to a death or serious injury.